Event description:
It was reported that a peritoneal dialysis (pd) patient experienced peritonitis. On an unreported date, the patient was admitted to the hospital for other indications. On an unreported date, during hospitalization, the patient developed peritonitis. The cause of the peritonitis event was unknown. The patient was treated for the peritonitis with fortaz, intraperitoneally (ip) (dose and frequency not reported). It was not reported whether the peritonitis event prolonged the patient¿s hospitalization. At the time of this report, the patient was recovering from this peritonitis event. Additional information was requested but is not available. This is report 1 of 4 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. Same patient as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h14e09053 and h14d18073. There were no issues detected during the manufacturing processes. As the sample was not returned, a device evaluation cannot be performed. Should additional relevant information become available, a supplemental report will be submitted.